Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and electric shocks in 2 separate episodes due to apparent atrial fibrillation with rapid ventricular response, however this could not be definitely confirmed in the absence of an atrial lead. The sustained rate duration (srd) feature was programmed off and lead measurements had been reviewed by the health care professional before the event was reported. The ICD remains in service. No additional adverse patient effects were reported.